Event description:
Upon completion of a successful prostate biopsy procedure that occurred in 2006 difficulty occurred when attempting to release the specimen. After several attempts a portion of the specimen inadvertently flew across the room striking an employee on the upper lip. No injury was sustained. Precautionary measures were taken with a hepatitis booster shot and periodic hiv testing.

Manufacturer narrative:
The device has not been received by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between the device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.